Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: review of the black box data revealed several power on reset records. On examination, the returned battery cap was evaluated and determined to be within the required specifications and tightened to the pump properly. On investigation, the pump powered on normally with no interruption in power during the investigation. The battery cap was fully tightened then loosened one half turn, power to pump was not interrupted. The pump was opened for investigation; no damage, defect or contamination was noted in the pump¿s interior compartment. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/15/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.